Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2020 a movement of implant was noticed. On (B)(6) 2020, a proximal femoral nailing system (tfna) set screw collapsed after being locked. The procedure outcome and patient status were unknown. No the device was not removed. Concomitant device reported: unknown tfna nail (part # unknown, lot # unknown, quantity 1). Unknown locking screw (part # unknown, lot # unknown, quantity unknown). Unknown end caps (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a proximal femoral nailing system (tfna) set screw collapsed after being locked. The procedure outcome and patient status were unknown. Concomitant device reported: unknown screwdriver (part # unknown, lot # unknown, quantity 1), unknown tfna nail (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown), unknown end caps (part # unknown, lot # unknown, quantity 1), this report is for one (1) unk- nail head elem: tfna lag screw. This is report 1 of 1 for (B)(4) .